Manufacturer narrative:
Product complaint #: (B)(4). Batch #: unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please follow-up to determine if there were any patient consequences?

Event description:
It was reported that during a colon resection procedure, there was a misfire with cdh29a. There were malformed staples and an incomplete staple line. The procedure was delayed an unknown length of time. It is unknown if there were any patient consequences.